Manufacturer narrative:
A partial lead with the connector pin measuring 16.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that externalized conductors were observed via diagnostic imaging during normal device change-out for eri. Patient was asymptomatic. Electrical function of the lead was tested and no anomalies were detected. Lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.